Event description:
The pt reported having two stents implanted in unk vessels for unk reasons in 2006. Two add'l stents were implanted in unk vessels for unk reasons in 2007. The pt reported shortness of breath. Treatment for this included a 3-4 day hospitalization and a coronary artery bypass graft seven months later. The symptoms have since resolved. The pt's concomitant medications include vytorin, atenolol and aspirin. These medications are ongoing.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt. This is one of four medwatches associated with this adverse event. The mfg report #'s are: 3003742446-2008-00077, 3003742446-2008-00078, 3003742446-2008-00079, and 3003742446-2008-00080.